Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. On the same day as onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal fortaz (1g, frequency and duration not reported) and vancomycin (40mg, frequency, route, and duration not reported) for the peritonitis. Thirteen days after admission, the patient was discharged from the hospital. At the time of this report, antibiotic treatment was ongoing and the patient had recovered from the peritonitis. Dianeal therapy was ongoing. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.